Manufacturer narrative:
Conclusion: additional information submitted to the manufacturer indicated that the device was disposed of by the hospital during the procedure and no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Disposed of by the hospital.

Manufacturer narrative:
Conclusions: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing an embolization procedure using the penumbra coil 400. During the procedure, the coil detachment handle failed to detach the coil after multiple attempts. The physician used another handle without further issue. There was no reported adverse effect on the patient.